Event description:
It was reported that the device experienced a flipped bit into the diagnostic memory that caused the percent pacing table to show as question marks upon device interrogation. The diagnostics will be cleared at the next follow up visit which should solve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).